Event description:
It was reported following a percutaneous procedure, a 6f angio-seal vip was deployed. The patient developed a post hemostasis hematoma. The patient received 500 mcg clopidogrel during the procedure. The patient's hospitalization was extended due to the post hemostasis bleeding event. The representative reviewed the pre-insertion groin shots with the physician to ensure the puncture site was suitable, the patient fit the criteria put forth in the instructions for use (IFU) and documentation of the common femoral artery (cfa) puncture site vessel size of 4 millimeter (mm) and free of disease.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.